Event description:
The physician intended to use an endeavor sprint rx drug-eluting stent to treat a lesion in the lad that exhibited 80% stenosis, moderate calcification and moderate tortuosity. The device was inspected prior use without any issues notified. Lesion pre-dilation was performed. It is reported that the endeavor sprint device could not cross the lesion. The operation took a longer time due to the positioning difficulties. The physician used another device to complete the procedure. No patient complications occurred and no intervention was required. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 9th distal segment was misaligned with raised struts.

Manufacturer narrative:
Evaluation codes, results: patient¿s condition affected effectiveness of device (80% stenosis, moderate calcification and moderate tortuosity) inherent risk of procedure (stent deformation) deformation problem (stent) evaluation codes, conclusions: known inherent risk of a procedure (stent deformation) 50 device failure/lack of effectiveness related to patient condition (80% stenosis, moderate calcification and moderate tortuosity). (B)(4).